Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. The device was able to power on and off via battery and ac power and all alarm conditions were audible and visual. The spo2 and pulse rate settings were adjusted. No power and settings issues were identified during testing. The device was determined to be functioning as designed.

Event description:
The customer reported "problems on powering on and off" the rad-g and an "spo2 and pr settings" issue with the device. Per additional information via customer e-mail response, the "unit will power on then shuts off during use." No patient impact or consequences were reported.